Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow-up with episodes of post-sensed t wave oversensing exhibited by the implantable cardioverter-defibrillator. Programming interventions were made. There were no patient consequences.